Event description:
Pt found by nursing staff at 11:05 pm, 5/13/95 with head through bed rail. Face, neck, arms were blue in color; blood was coming from right ear; bruise noted to forehead and cheek areas; nose disfigured; arms were edematous. No respiratory movements or pulse was noted. Staff dislodged head from bed rail. ER physician was called to examine pt. Noted no spontaneous respirations, no heart sounds, no pulse or pupillary reflux. Pt pronounced deceased at 11:10 pm, 5/13/95.